Manufacturer narrative:
It was reported that on (B)(6) 2021 between 20:00 and 21:00, the dash 4000 patient monitor did not alarm asystole for a patient with a pacemaker. The patient did not survive the event and no further details were provided regarding any treatment provided to the patient. A ge healthcare (gehc) field service engineer visited the customer site and tested the dash 4000. No issues were identified with respect to the arrhythmia alarm detection system. Log files from the dash 4000 and networked central station were reviewed by gehc engineering which showed that the dash 4000 alarmed for pause at 20:17:43 and 20:18:29. The pause alarms were asserted at crisis-level. The log files also showed that a user acknowledged the alarms by silencing them from the central station at 20:27:53 and 20:18:35. In addition to the pause alarms, multiple other alarms were provided, including brady, hr low, vbrady and spo2 lo. The customer also provided an ECG printout of the event which was reviewed by gehc's clinical ek-pro team who concluded the event did not meet the asystole alarm criteria. Gehc's investigation concludes there was no indication of a device malfunction.

Manufacturer narrative:
Legal manufacturer: hcs tower - (B)(4). Patient information: the information was not provided by the customer. The initial reporter is located outside the united states, therefore this information is not provided due to country privacy laws. Ge healthcare's investigation is on-going at this time. The follow-up report will be submitted when the investigation is complete.

Event description:
It was reported that the dash 4000 did not alarm when a patient with a pacemaker went into asystole.